Manufacturer narrative:
(B)(4) - dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 13 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe aortic insufficiency. According to the operative report: the patient is an (B)(6) year-old man who underwent aortic valve replacement with a tissue valve and coronary bypass graft 15-16 years ago. Recently, he has been in severe congestive heart failure. Evaluation revealed severe prosthetic aortic insufficiency secondary to large perivalvular leak. The patient was doing very poorly and, hence, was referred for a very high-risk repeat operation. The ascending aorta was heavily calcified. The aortic valve was basically dehisced over the posterior one-third and the anterior annular area was very soft and probably infected as well. The valve was severely degenerated. Some calcium plaque removed and the aorta selectively crossclamped. The prosthetic valve was removed and multiple cultures taken. The annulus was carefully debrided . A 25-mm (edwards) porcine bioprosthesis was sutured in place. The echo showed good function of the prosthesis with no perivalvular leaks and there was no mitral regurgitation.